Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 17-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was not opening after the solenoid engaged because it was dragging on the divider plate due to a damaged bearing cage. A field service engineer removed the drawer after removing the pocket and installed new drawer and configured drawer and added all pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer rail came out of pyxis and damaged. Nurses don't have longer access critical controlled medicines and insulin for patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.